Manufacturer narrative:
H6: investigation summary during manufacturing of material 221267, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1106162 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1106162. Retention samples from batch 1106162 were not available for inspection. Ninety plates from batch 1106261 were returned as 9 unopened sleeves in a resealed 100pack carton (number 0496, time stamps 1834-1840). Surface and subsurface bacterial growth was observed in 81/90 plates returned. An affected plate was submitted to the ID lab and enterococcus faecium was identified. Two photos also were received for investigation. One photo shows the bottom of a plate from batch 1106261 (time stamp 1835) with subsurface growth visible. The other photo shows the agar surface of a plate with surface and subsurface growth. This complaint has been confirmed. This product does not have a sterile claim. A root cause investigation was not indicated from this complaint investigation per bd procedures. However, cleaning events of the manufacturing equipment have been implemented and operator trainings for in-process bioburden reduction have been conducted since the date of manufacture of batch 1106261 as opportunities for improvement. These actions do address possible causes of contamination from the manufacturing process.

Event description:
It was reported that while using bd bbl¿ chocolate ii agar (gc ii agar with hemoglobin and isovitalex¿) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there was contamination. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ chocolate ii agar (gc ii agar with hemoglobin and isovitalex¿) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there was contamination. "